Manufacturer narrative:
The event of capsular contracture, baker grade IV, is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side ¿capsular contracture, baker grade IV¿, ¿some folds on the elastomer¿, and ¿small amount of liquid around the implants.¿ the device remains implanted.